Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl, bupivacaine and hydromorphone at 1433.9 mcg/ml, 5.3 mg/ml, 10 mg/ml concentrations and doses of 1082.8 mcg/day, 4.0023 mg/day, 7.552 mg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had a seroma with poor wound healing at the incision overlying the right abdominal pump pocket on (B)(6) 2015. There was swelling at the pump pocket but no discharge, redness, erythema or tenderness. It was indicated the seroma was related to the implant procedure and unlikely related to the device or therapy. The seroma at the abdominal pocket site was aspirated on (B)(6) 2015 and resulted in an unscheduled clinic or office visit. The issue was resolved without sequelae on (B)(6) 2015.

Event description:
Additional information was received from the health care provider (hcp) indicating surgical intervention had occurred. Specifically, the pump was re-anchored in the pocket on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.